Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 7, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen vial. No additional materials were received. Visual inspection under magnification revealed that the complaint lens was received cut but not into separate pieces. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issues "explant", "sutures", and "visual disturbance- dysphotopsia" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2023. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 -suture. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric multifocal intraocular lens (iol) was explanted from a patient¿s right eye due to visual disturbances and multifocal intolerance. The incision was enlarged, and one suture was used. A non-johnson & johnson lens was used as a replacement. No other surgical interventions reported. The patient is good and no injury reported.